Event description:
The customer tested his blood glucose and received a reading between 126 and 182 mg/dl using his contour meter. He retested using another meter and received readings below 100 mg/dl. The difference between some of the readings falls in the "c' zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting of the test strips. No product will be returned at this time.